Manufacturer narrative:
Corrosion of the sockets of the device was identified as the probable cause of the overheating reported.

Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.